Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue and the battery compartment is cracked. The reporter also stated that the threads of the battery cap are stripped. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 10/26/2016. The device has been returned and evaluated by product analysis on 10/04/2016 with the following findings. There were no pump reboot events observed in the pump's black box. There was a crack in the battery compartment. The battery compartment threads were stripped. The intermittent power issue was duplicated. A test cap was able to fit to the pump and maintain an electrical connection. The pump was exercised for 24 hours with no power issues. The display screen was dim and discolored.